Event description:
Patient reported rupture confirmed with MRI and implant removal from textured to smooth due to the concerns of the product. This record is for the left side. Device has been explanted.

Event description:
Patient reported rupture and implant removal from textured to smooth due to the concerns of the product. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.